Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. The lot number was not provided. Therefore, we are unable to determine the specific third party manufacturing site. Both potential manufacturing site numbers are listed. Should additional information become available a follow-up report will be submitted. FDA registration number : (B)(4).

Event description:
It was reported that "one of their patients had developed a full thickness ulcerated u-shape area at the 6-o clock site of the anus. The date of discovery was (B)(6) 2019 and the device had been in for three (3) weeks, but an exact date was not known". The indication for the device was "c-diff (clostridium difficile) ". The patient was in the intensive care unit. There was no treatment information provided to wound and "no procedures were necessary related to the injury". Additional information was provided informing that it is unknown if the patients¿ anus or surrounding skin was examined prior to product insertion or how often the site observed for any signs of tissue damage. The product was removed. The patient expired in the reporting facility, unrelated to the injury the official cause of death is "respiratory failure/ withdrawal of care".